Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and cleaned all 3 wbc apertures resolving the issue. (B)(4).

Event description:
While servicing a coulter lh 780 hematology analyzer, a beckman coulter field service engineer (fse) identified buildup on the wbc (white blood cell) apertures. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.